Manufacturer narrative:
A medtronic representative, following-up at the site, reported the surgeon unsure why this occurred and suspected the anatomy in that area had changed. The scan was 2-3 days older than the procedure. The surgeon estimated the inaccuracy was 1 centimeter and stated that the procedure was completed with navigation successfully. On 10/10/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged an inaccuracy occurred in only one location of the anatomy, all other areas were accurate. The inaccuracy was noted along the posterior maxillary wall. No specific measurement, or direction, of the alleged inaccuracy was provided. The patient was re-registered, however, the issue re-occurred. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 10 minutes before proceeding. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information. It is suspected the event was caused by either movement of patient reference or operating site too far from registration. The instructions for use (fu) which accompanies this device contains the following warning regarding frame placement: warning: navigational accuracy can degrade on vertebral levels that are not rigidly connected to the reference frame. The instructions for use (IFU) which accompanies this device contains the following warning regarding frame movement: warning: do not bump or reposition the head frame after registration. If the head frame moves in relation to the patient anatomy at any time after registration, you must reregister.